Manufacturer narrative:
The lens was not returned for analysis. Only the empty lens case was returned in the carton with the packaging inserts. There is no damage observed to the lens case or the locking arm mechanism. The lens case functions as intended. The root cause could not be determined for the reported complaint. The iol was not returned for an evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched when inserted. The iol was cut out and replaced with another lens during the initial procedure. There was no patient harm.